Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was under delivering. The customer¿s blood glucose level was 450 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 394 mg/dl, 246 mg/dl and 151 mg/dl. The customer treated high blood glucose by blousing with syringe. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer reported that the infusion set cannula was became bent and insulin pump alarmed no delivery alarm. The insulin pump and reservoir will not be returned for analysis.